Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer on 2017-03-13 reporting that the MRI was because their left hand and wrist went limp. The patient could not move them at all. The patient had all kind softests but they were still not sure what caused their hand from not moving. It was reported that they wanted to take a MRI of the patient¿s brain. The indication for use was non-malignant pain.

Manufacturer narrative:
(B)(4) no longer applicable to the event per additional information received. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their limp hand and inability to move it was not related to their device or therapy. They stated that it could have been a pinched nerve in their neck that was causing the issue. The patient added that their MRI for their brain showed they had a small stoke. They stated that they can use their hand and wrist, and the feeling is back. They noted that it is not back for their foot, but better. No further complications were reported.